Manufacturer narrative:
The aquabeam handpiece was returned for investigation. A review of the treatment log files confirmed the reported e22 error. The reported event could not be replicated upon docking the aquabeam handpiece. Further functional testing could not be performed as the aquabeam handpiece was returned with its inlet tubing severely knotted. The root cause of the reported failure was unable to be determined. A review of the device history record (DHR) for ab2000-b/serial number (B)(6)/lot number 24c02267 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during procedural setup, that the aquabeam robotic system generated ¿e22 ¿ motorpack error¿ and ¿e23 ¿ motorpack error¿. Despite troubleshooting attempts the errors persisted. The issue was resolved upon replacing the aquabeam handpiece and the procedure was completed successfully. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.